Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ablation procedure a pericardial effusion occurred. During a transseptal puncture, the patient became hypotensive and transesophageal echocardiogram confirmed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device during the procedure.